Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide: cautions that insulin should be at room temperature before filling a cartridge. H3 other text: device not returned.

Event description:
It was reported, that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin, during the load sequence. Reportedly, customer loaded cold insulin into the cartridge. The customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 215 mg/dl.